Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the patient (pt) stated that they had called before and they told their healthcare provider about it as well. Pt said that they have had the same handset to connect to their pump for '20 years.' Pt said that they were in horrible pain and it was taking 10-15 minutes to connect to the pump. Agent asked the pt if the handset was lagging at 90% and pt said no. Pt kept saying that they needed a new handset since the handset was 20 years old. Agent reviewed. Pt said that they would be going on their third pump and so they needed a new handset. Agent had the pt connect to the pump during the call. The issue of the handset lagging at 90% was then confirmed. Agent reviewed and guided the pt through clearing the data. Pt was then able to connect to the pump without any lag. Pt delivered a bolus successfully during the call. Pt said that they hadn't been using the device since it was so hard to use. No further information was able to be obtained.

Manufacturer narrative:
D10: product ID a820, serial# unknown, product type: software; product ID hh90t01, serial# (B)(6), product type: mobile platform, h6: fdc and img updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient stated they received a letter form about which version app they currently had. The patient stated every time they connected, they had to restart/ resynch, they couldn't get relief because "this thing" wasn't working, "the clicker" took 5 minutes to hold it up, and they wanted to know how to delete data on it. The patient mentioned seeing error code 0x53ef4c1b during troubleshooting and was instructed to restart the device. The patient was walked through how to clear the data on their handset. The patient was able to successfully connect to his pump and get a bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue and to see if they can get a newer version of the controller.